Event description:
It was reported by the customer that the device powered on in either the sync or pace modes and they were unable to exit from these. The customer was unable to access the test menu to check for error codes, and was unable to print and access the date and time information. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the u28 part number information for the repair of the device. The customer later confirmed that replacement of the u28 chip on the main pcb had resolved the problem and the device is functioning properly. The device will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.